Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the z-handle reamer broke during use. Per complaint details, there was no patient injury and the procedure was completed with a backup device. It is unknown if there was a surgical delay. Since no patient harm is alleged, no further clinical assessment is warranted at this time. A visual inspection confirmed the clevis of the mi z handle acet reamer is bent. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during thr procedure the mi z handle acet reamer broke while reaming. There was a s&n back up device to complete the procedure. It is unknown if there was a delay. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.